Event description:
It was reported that the right ventricular (rv) lead exhibited variable threshold. Boston scientific technical services (ts) discussed that daily measurement are highly variable. Ts suggested chest x-ray to review for possible loss of slack. This lead was explanted, and new lead was implanted. No additional adverse patient effects were reported.